Manufacturer narrative:
Batch review performed on 27-dec-2023. Lot 122549: 60 items manufactured and released on 14-sep-2012. Expiration date: 2017-07-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with another similar reported case during the period of review.

Event description:
At about 11 years after primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.